Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device worked fine until the 5th firing. During the 5th firing, the surgeon was able to press the green button but couldn't squeeze the handle therefore, the device did not fire. They had to open another stapler to finish the case. No patient injury.